Event description:
It was stated that the plunger does not properly fit in the syringe barrel. When they drew up toradol, air was pulled in from somewhere along with the medication. When they pushed the air back into the vial, toradol leaked around the plunger and onto their gloved hand. They were not able to get the full 1ml dose. Then, they needed to use a new syringe and a second vial of toradol. This issue happened multiple times with the same product. They eventually used a spare vial of toradol and a spare syringe. The availability of the device is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.